Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0a66, mfd. 08/07/14, expires 2019-08, (b)((4). 2nd (second): ifuse implant, p/n 7045-90, lot# i0a25, mfd. 06/12/14, expires 2019-06, (B)(4). 3rd (inferior): ifuse implant, p/n 7040-90, lot# i0894, mfd. 02/05/14, expires 2019-02, (B)(4).

Event description:
The patient never had good pain relief following si joint arthrodesis in (B)(6) 2014. The patient later presented to a new surgeon. The patient had good pain relief with si joint injections and CT scans revealed that bone had grown onto all three implants and there was some bony bridging across the si joint. All of the implants appeared to be optimally placed and there was no indication of lucency around the implants. The surgeon decided to remove the implants. In (B)(6) 2017, the surgeon performed a revision surgery where he first attempted to remove the implants with a removal rod and mallet but they were all solidly fixed in bone and could not be removed. He ultimately had to use chisels to remove the implants. Bone graft was then placed in all of the explant holes. No new hardware was added. The status of the patient following the revision procedure is not yet known.